Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental report will be sent after the device evaluation if the device is received. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure, the device over heated to the point that the physician was unable to touch. After putting the shaver down it was noted that a black substance was coming out of the shaver tip. It was also noted that there was the same black substance in the filter of the neptune suction system. It was reported that the patient was irrigated after the black substance was noted.